Event description:
Leaving pieces of tampon inside [foreign body in reproductive tract]. Tampons torn [device breakage]. Leaving pieces behind when removing tampons from body [complication of device removal]. Case narrative: consumer reported via email that the tampons tore, leaving pieces behind when removing them. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation

Event description:
Leaving pieces of tampon inside [foreign body in reproductive tract] tampons torn [device breakage] leaving pieces behind when removing tampons from body [complication of device removal] case narrative: consumer reported via email that the tampons tore, leaving pieces behind when removing them. No serious injury was reported.

Manufacturer narrative:
An investigation is in progress for returned product received on june 30, 2022.

Event description:
Leaving pieces of tampon inside [foreign body in reproductive tract] tampons torn [device breakage] leaving pieces behind when removing tampons from body [complication of device removal] case narrative: consumer reported via email that the tampons tore, leaving pieces behind when removing them. No serious injury was reported.